Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor pairing failure, which resulted in the ilet not receiving cgm data and the user registering a blood glucose of approximately 600 mg/dl until the cgm was reconnected and reporting again. Symptoms included hyperglycemia. Outcomes included transient loss of automated insulin dosing due to missing sensor data, with glucose returning to range after cgm data resumed. Investigation included review of device data and therapy reports. Investigation of this case revealed a cgm-to-ilet communication failure that resolved after the sensor was successfully reconnected, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user or use-environment factors affecting cgm pairing and data transmission.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.